Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a 1125 "cooling fan speed error" alarm error was displayed on the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a 1125 "cooling fan speed error" alarm error was displayed on the device. No accessories, including third-party devices, were used that may have contributed to the reported issue. The remote service engineer (rse) performed troubleshooting with the customer and confirmed that the 1125 error code was logged in the event log. The rse also verified with the customer that the cooling fan read zero in pneumatics and that the cooling fan did not appear to be spinning; no obstructions were noted, and there was nothing wrong with the connection to the power management (pm) printed circuit board assembly (pcba). The rse advised the customer to replace the cooling fan and provided the customer with the part number of the replacement cooling fan as the likely cause was due to a faulty cooling fan that needed to be replaced for repair. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.